Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The system controller was exchanged.

Event description:
It was reported that there was an unknown system controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller (serial number: (B)(6)) returned for evaluation. Log files were downloaded during testing, and it was noted that on 19aug2025, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the unloaded voltage being under the acceptable threshold. The alarm did not appear to prevent the system controller from supporting the system as intended while the driveline was connected. The driveline was disconnected on 20aug2025, and the system controller was shut down, consistent with the reported system controller exchange. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Attempts were made to obtain additional event information, but no response was received. The root cause of the backup battery fault alarm could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.